Event description:
Caller alleged discrepant results with the inratio2 meter compared to the doctor's inratio meter two times. Results as follows: date: (B)(6) 2012, patient's inratio2: 1.8, doctor's inratio: 1.9. Date: (B)(6) 2012, patient's inratio2: 1.9 and 3.3, doctor's inratio: 4.1. Tests done back to back, same finger-stick. Tests done back to back, same finger-stick. Doctor used his strips, patient used hers for both correlations. Patient's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.